Manufacturer narrative:
Block h6: imdrf device codea150103 captures the reportable event of premature stent deployment. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. The reported event of stent premature deployment could not be confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the pancreas to treat a pseudocyst during a gastral endosonography with a hot axios system implantation procedure performed on (B)(6) 2024. During the procedure, the first flange of the axios stent was smoothly released; however, the second flange prematurely deployed, although the physician did not want to release it yet. The stent was removed from the patient using forceps, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the pancreas to treat a pseudocyst during a gastral endosonography with a hot axios system implantation procedure performed on (B)(6) 2024. During the procedure, the first flange of the axios stent was smoothly released; however, the second flange prematurely deployed, although the physician did not want to release it yet. The stent was removed from the patient using forceps, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device codea150103 captures the reportable event of premature stent deployment.